Manufacturer narrative:
During troubleshooting, the power supply was inspected for damage and the customer tried multiple outlets, plugging and unplugging the power supply and holding down the power button. However, troubleshooting did not resolve the issue. As a result, a replacement pump was sent to the customer. On (B)(6) 2017, in follow up with the customer, she indicated that she was diagnosed with mastitis by her midwife and was prescribed antibiotics. She was hospitalized in (B)(6) 2017 for it. Her sonata had already died at that point and her pump in style was giving her suction issues (filed under separate medwatch 1419937-2017-00213). She feels that her output is not nearly as much with the sonata as with the pump in style. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(4) 2017, the customer alleged that on (B)(6) 2017 her sonata breast pump would not power on with either the power supply or the battery. On (B)(6) 2017, in a response to follow up regarding return of the pump, the customer reported that she was hospitalized for mastitis.